Event description:
The customer reported that the monitored fio2 reading on the avea ventilator is inaccurate but reads accurately on the analyzer. This issue occurred during patient use, but patient was not harmed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.